Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding their implantable neurostimulator (ins) for spinal pain. It was reported the device wasn't working so the patient stopped charging the ins. No patient symptoms or further complications were reported as a result of this event.